Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 343mg/dl, and she was treated with manual injections. The customer experienced nausea, excessive thirst, and vomiting. Troubleshooting was performed could not be performed as customer still is in the hospital and do not have extra supplies to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.